Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the implant ¿fires randomly and the patient had no control over it.¿ it was noted that the patient had redness and swelling at the implant and tingling and redness in the buttock area. The change in therapy or symptoms was considered sudden, it had started a week prior to the report. Additional information received from the consumer via the manufacturer representative reported that she could not turn the implant off and there was a sore near the pocket. It was found that the programmer batteries were dead and once changed the patient was able to turn stimulation off. The sore was noted to be at least six inches from the stimulator pocket and looked to be an infected boil on her buttock. The issue was resolved at the time of the report. The indications for use were spinal pain and rsd/causalgia complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.